Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was power on reset (por). This occurred when the patient went to charge the implantable neurostimulator (ins) and turn up stimulation. It was noted to be an informational por, which was successfully cleared with the patient programmer (pp). The patient turned the ins on with the pp and confirmed 6 coupling boxes with the implantable neurostimulator recharger (insr). Troubleshooting resolved the reported issue. No symptoms reported. The issue occurred on (B)(6) 2015. Recharging considerations were reviewed, including charging to the charge sufficient screen, as the patient noted she had not done so before.

Event description:
Additional information was received from the patient reporting that they did not know what caused the power on reset message. The patient confirmed that they did not have their device jump started and no overdischarge was suspected. The patient stated that they charged their battery every week and had never let it go dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.